Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that an atrial arrhythmia was in progress. The implantable cardioverter defibrillator (ICD) stored electrograms (egm) showed some atrial events during atrial tachycardia (at) / atrial fibrillation (af) events appear to fall in the atrial blanking period resulting in functional undersensing at times. The device remains in use and programming changes, at the time of the event, were not requested. No patient complications have been reported as a result of this event.